Manufacturer narrative:
We conducted a review of the lot history records for the sensor which was used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". Product instructions for use state "to minimize twisting of the sensor, where it connects to the cable; consider securing tape and/or relieving cable strain". The sensor device functioned as intended and does not appear to have malfunctioned. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. At the time of this report, it is unk if the reported "cut" completely resolved due to lack of further info. Therefore, an MDR is required.

Event description:
Covidien representative was notified on (B)(6) 2011 by hospital personnel, regarding a pt who underwent a long surgery in the supine position. Operating room personnel reported the quatro sensor left a "cut" on the pt's head; there was no additional description regarding the size or complexity of this laceration. According to operating room personnel, a "steristrip" closure device was placed over the "cut". No info regarding the age of the pt or the pt's skin integrity is known. At this time, it is unk if the reported laceration completely resolved without evidence of permanent scarring.